Event description:
"Post chest tube insertion on morphine pca for pain relief. Pt became very sedated and difficult to arouse. Basal rate had already been discontinued during night. Narcan 0.1mg given. Pt arousable." The pt became difficult to arouse while the device was in use. The reporter stated that the amount missing from the narcotic bag coincided with what the pump indicated had been delivered, and the pump had been programmed correctly. The pt was reported to have recovered. The pump was not isolated. Though requested, no additional info was provided.